Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory. Device was found in power on reset with a low battery voltage. There was a sudden drop in voltage with many hv charges. Due to lack of stored device information, the cause of the premature battery depletion was not determined.

Event description:
It was reported that during a follow-up, the device was found to be near eri. During interrogation, a message displayed device in safety mode. The device was explanted and replaced.